Manufacturer narrative:
(B)(4). The analysis results of the device found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. An investigation has been initiated to address the potential root cause of the seal issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a loss of pneumo with the trocar after 4 by 4's and three to four pieces of 3 by 5 absorbable hemostat had been placed through it. They discovered that pneumo loss was due to the rubber diaphragm of the trocar had fallen into the patient's abdomen. It was located and retrieved. The customer reports the reducer cap was not removed prior to insertion of those items. A new trocar was used then used to complete the procedure. The procedure was extended by thirty minutes due to the inability to maintain pneumo. The patient is okay. The batch record was reviewed and no anomalies were noted during the manufacturing process.